Event description:
It was reported that the shunt did not function and that there was no drainage of fluid. On (B) (6) 2009, it was reported that the event occurred intraoperatively and that there was no impact to the pt.

Manufacturer narrative:
(B) (4). The valve was patent and passed leakage as well as siphon testing. However, the valve failed reflux testing, which precluded measuring or pressure flow characteristics and preimplantation testing. A dissection of the valve identified that reflux may be due to physical damage. It is unk how or when this damage occurred. There was no pt impact associated with the reported event. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.